Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, nozzle unit in air gas module was found defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The device's logs were not provided for further analysis. The defective parts and additional information were requested for further investigation but have not yet been received.

Event description:
It was reported that the ventilator had continuous gas leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).